Event description:
During a laparoscopic supracervical hysterectomy procedure, the insulating cap on the cutting forcep fell into the patient. The cap was recovered and the procedure was completed using another 5mm cutting forcep. There is no patient injury.

Manufacturer narrative:
The detached flare has been returned with the device. The device was returned with the ratchet lock engaged and the jaws half closed. The device was used and the jaw insulation was cut and rolled onto the distal end of the shaft due to the flare that was missing. As received, the ratchet lock cannot release, the blade cannot advance and the jaws will not open or close. The flare is cut lengthwise and there is a cut mark on the proximal end of the flare.